Event description:
No pumping sound from freedom driver. Restarted freedom driver with red light on and constant alarm. Patient sitting in chair and did not lose consciousness. Changed to back up freedom driver but red light remained on with constant alarm. The flow and hr were within normal. Device changed to main console and transferred patient to ICU for observation.device #1is this a laboratory device or laboratory test?no.